Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not see error return, and successfully connected pump to new sensor, after which the pump worked again.